Event description:
It was reported that a novum iq large volume pump under-infused blood product during patient use. The pump was programmed at 70ml/hr. After 3 hours, half the bag was left. The infusion rate was increased to 300ml/hr; however, after 4 hours, there was still blood remaining in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.